Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump continuously beeping and constant 1720 error. No patient injury reported.

Manufacturer narrative:
Device manufacturing date: 12-dec-2015. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. Pressure and error code 1720 messages in the event history log. Downstream occlusion sensor and back-up-capacitor were replaced as preventive measure. The cause of the reported problem could not be determined. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.